Event description:
I got mentor smooth breast implants in 2016. In 2018 I noticed my skin was constantly itching. The itching increased in severity over the next few years. In 2020 I developed a severe facial rash as well as a rash across my shoulders and back. I went to the dermatologist many times and wasn't able to get any relief. In 2022 I started having debilitating anxiety combined with brain fog and fatigue - these got so bad I could barely function and thought I was getting early onset dementia. I also began having tics - abrupt, repetitive movements. I heard about breast implant illness in early 2023 and immediately scheduled my explant surgery. I am 6 weeks post op right now and have had about 80% improvement in my symptoms. The rashes are completely gone and the anxiety, brain fog, tics and itchiness are mostly gone. Ref report: mw5146126.